Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not properly load into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During preparation of the hsk-3038, the seal would not properly load into the delivery tube. The account opened a new hsk-3038 to complete the case.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the loading device indicating clinical use. The slide lock was not engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not properly load into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During preparation of the hsk-3038, the seal would not properly load into the delivery tube. The account opened a new hsk-3038 to complete the case.